Event description:
Event occurred in the united states of america. Triage: (B)(4). Lot: t16083rn, exp 05-17-2026 for all our testing. Used frozen edta plasma on both vitros and triage after thawing and centrifuging. Sent by st lukes, so not known how collected and if they were spun down before the sample was 4 hours old. Edta-plasma for both triage and vitros (frozen and thawed at the same time). Observed procedure to be per pi. Customer has lot confidence in triage meter.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot: t16083rn with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.